Event description:
It was reported that balloon rupture occurred.the target lesion was located in the moderately calcified distal left circumflex artery (lcx). A 10/2.00 flextome¿ cutting balloon¿ was selected for treatment. During procedure, the balloon was inflated at 8atms for 5 seconds, however, the balloon was ruptured. No damage was noted on the vessel wall observed under angiography. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. Moreover, liquid was observed to be leaking from a balloon pinhole at the distal edge of the distal markerband. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified distal left circumflex artery (lcx). A 10/2.00 flextome¿ cutting balloon¿ was selected for treatment. During procedure, the balloon was inflated at 8atms for 5 seconds, however, the balloon was ruptured. No damage was noted on the vessel wall observed under angiography. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).